Event description:
It was reported that the insulin pump had multiple cracks in it, including one at the top right corner and one near the top left corner of the display screen. The customer did not know the blood glucose reading. The customer stated that there was also a piece of the insulin pump casing missing near the battery compartment and that most of the damage was on top of the device near the battery compartment. He also observed minor scratches on the display screen. He was unsure what events may have led up to the damage but recalled that he had dropped the device on the bathroom floor the night prior. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.